Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had an unexpected restart alarm on the insulin pump. Customer's blood glucose was 267 mg/dl. Customer also had an external ram error alarm. Customer stated that a temp basal was not programmed before the alarm occurred. Customer stated that the pump was not stored or not in use for an extended period of time. Customer declined to have the pump replaced. Customer reported that her doctor said that the pump was working correctly after changing the settings. Customer wanted to complete her testing with her doctor. Customer was explained that due to the errors received, the time and date need to be reset and the histories need to be cleared. Customer was advised to call back if the problem persists.